Event description:
The customer reported that the heart rate was unstable. There was no impact to patient and the procedure completed without delay. Upon further clarification, this was determined to mean that the results appeared erratic.

Manufacturer narrative:
Analysis was performed by remote service personnel and identified that the issue could not be replicated remotely based on the information provided by the customer. A visual inspection of the device was performed, and no abnormalities were observed. Functional testing was deemed unnecessary, as the issue could be adequately assessed through visual inspection. Log file retrieval was not possible; therefore, no log data could be analyzed. Additionally, no error codes were identified. Following evaluation, the device was confirmed to be operating within normal parameters and has been returned to full functionality. Based on the available information, the probable cause of the malfunction could not be determined. As a precautionary measure, the customer was advised to ensure proper contact of the electrode sheet during use. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the heart rate was unstable. There was no impact to patient and the procedure completed without delay.